Event description:
Information received by medtronic indicated that the insulin pump had failed battery and low battery alarm. Customer stated that the drive support cap was normal. The insulin pump was not exposed to high magnetic environment. Customer was able to clear the alarm nd rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged the pump having motor error, low battery, failed batt test alarms. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self test, off no power test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error, low battery, failed battery test alarms noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Motor passed motor test. Unit had cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unit passed all required test. Motor error, low battery, failed batt test alarms not confirmed.